Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. DHR (device history record) review of mfg event log: shows no issues that may have contributed to any quality issues reported, all process parameters were within spec and all in-process qa inspections were acceptable. No sample available from the customer to investigate. Complaint not confirmed. Root cause unk. The complaint investigation requested clarification from the customer on this complaint. Teleflex will continue to monitor feedback from the customers on issues related to bottles leaking at the puncture port found prior to or at use.

Event description:
The event is reported as: the customer alleges that the bottle was leaking at the puncture site. No report of pt injury/harm.